Manufacturer narrative:
The exact rpn for this device is unknown however the most likely 510 k # is the following: k093619device evaluation:the evo (esophageal metal) device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. This file was created from the attached journal article, where fully covered esophageal sems used included the endomaxx stent (merit medical, south jordan ut), the wallfle stent (boston scientifittm endoscopy, natick, ma), the bonasten (endochoice, atlanta, ga), or the evolution stent (cook endoscopy, winston-salem, nc). Six evolution stents were noted in total of 93 stents, noted in "table 1. Patient and stent characteristics".this file captures one case of tumor ingrowth requiring removal of the old stent and placement of a new one documents review including IFU review:as the evo (esophageal metal) device from unknown lot number, a review of the relevant manufacturing records cannot be conducted.prior to distribution all evo(esophageal metal) devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, ifu0061-5, which informs the user about the potential complications "additional complications include, but are not limited to : perforation, hemorrhage, aspiration, reflux, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Additional complication include, but are not limited to: stent misplacement and/or migration; tumor ingrowth or overgrowth; esophageal ulceration and erosion; nausea; chest or retrosternal pain; foreign body sensation; food bolus impaction; gasbloat; sensitivity to metal components; fistula involving trachea, bronchi or pleural space; intestinal obstruction secondary to migration; mediastinitis or peritonitis; airway compression; tracheal obstruction.on review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use.root cause review:a definitive root cause could not be determined from the available information.information received is not sufficient enough to confirm that it was the cook stent that contributed to the event. Therefore risk will not be complete due to the limitation of available information.a possible root cause could be attributed to patient condition related, as per instructions for use, tumor ingrowth or overgrowth are listed as a complication following the placement of this device. Summary:complaint is confirmed based on customer testimony.patient outcome is unknown.complaints of this nature will continue to be monitored for potential emerging trends. (B)(6).

Event description:
(B)(6) 2017-"esophageal stent fixation with endoscopic suturing device improves clinical outcomes and reduces complications in patients with locally advanced esophageal cancer prior to neoadjuvant therapy: a large multicenter experience". As reported to customer relations: "one case of tumor ingrowth requiring removal of the old stent and placement of a new one."

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: as the rpn is unknown, providing both 510k numbers for partially and fully covered evolution esophageal devices k162717. User facility details as follows: division of gastroenterology and hepatology, (B)(6). 2division of gastroenterology, (B)(6). Division of gastroenterology and hepatology,(B)(6). (B)(6) clinic, (B)(6).

Event description:
Yang et al 2017 "esophageal stent fixation with endoscopic suturing device improves clinical outcomes and reduces complications in patients with locally advanced esophageal cancer prior to neoadjuvant therapy: a large multicenter experience". As reported to customer relations: "one case of tumor ingrowth requiring removal of the old stent and placement of a new one."